Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with swelling around the neck, arm, and site of the implantable pulse generator (ipg) device which was recently implanted. The device remains in use. A transmission noted the right ventricular (rv) lead with decreased r-wave measurement and increased thresholds to high values. The lead remains in use. No further patient complications have been reported as a result of this event.